Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that during the revision surgery on (B)(6) 2013 it was noted that one of the lead anchor's sutures had broken free and the anchor was not fixed to the supraspinous fascia. No further information was reported.

Manufacturer narrative:
Concomitant medical products: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3778-45, serial# (B)(4), implanted: (B)(6) 2012. Product type: lead: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3708140, serial# (B)(4), implanted: (B)(6) 2012. Product type: extension: product ID 3550-39, lot# n316214, implanted: (B)(6) 2012. Product type: accessory. (B)(4).

Event description:
It was reported that an x-ray was taken (B)(6) 2012 and a lead migration of 2cm (down) was seen. The healthcare professional (hcp) was unable to get coverage of painful areas and there was unwanted stimulation. A lead revision was scheduled for (B)(6) 2013. The patient outcome was reported as resolved without sequela.